Event description:
The customer observed non-reproducible, falsely elevated vitros trop I es results on multiple patient samples 2009 on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer confirms all trop results and no erroneous results were reported. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the reagent metering and well wash subsystems, returning the vitro eci to expected operation. Following the service activity, the customer has had no add'l occurrences of non-repeatable falsely elevated results. The root cause is instrument related.